Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. Low flow alarms were confirmed through review of the submitted log files; however, a specific cause for these findings or the suspected air embolism could not be conclusively determined. The submitted controller event log file contained events on (B)(6) 2026 from 04:06:49 to 08:39:00, per the timestamps. The log file captured numerous low flow alarms, as well as several low flow fault flags that were not sustained long enough to activate a low flow alarm. No other notable alarms were captured, and the pump appeared to function as intended throughout the log file. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists stroke and arrhythmia as adverse events that may be associated with the use of the heartmate 3 lvas. The IFU also lists arrhythmia as a potential late postimplant complication. Section 1 also provides an explanation of all pump parameters, including speed, flow, power, and pulsatility index (pi). This section explains that pump flow is a calculated value that is estimated based on pump power. Section 1 explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (ie, the pump is providing greater support and further unloading the ventricle). Section 5 ¿surgical procedures¿ of the IFU provides information on all surgical procedures, including priming the pump (subsection entitled ¿preparing, running, and priming the pump¿) and de-airing the pump (subsection entitled ¿de-airing the pump¿). Section 5 contains several steps to prevent entrapped air and ensure entrapped air is removed. The IFU warns that all entrapped air must be removed from the device to minimize the risk of air embolus. Transesophageal echocardiography (tee) should be utilized to monitor for air emboli. Section 5 warns that prolonged de-airation may be due to inadequate blood supply to the left ventricular assist device or a leak in the sealed outflow graft or sealed inflow cannula. If air persists in the pump sealed outflow graft for a prolonged period (more than 5¿10 minutes), rule out leaks at the sealed inflow cannula/pump connection. Section 4 ¿heartmate touch¿ communication system¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The arrythmia did not result in n clinical compromise. The patient had a history of occasional ventricular tachycardia pre-lvad, but non-sustained. It was thought to likely be due to electrolyte disturbances. An implantable cardioverter defibrillator was not implanted prior to vad. Reducing the rpms showed immediate improvement in suction events. There were no further suction events. There was no deviation from standard protocol in patient condition or anticoagulation status. The patient did not show signs of improvement post stroke. The family decided to withdraw and turn off the pump on (B)(6) 2026. Patient passed shortly after pump was turned off. Additional information was provided that it was indeterminate if the death was considered to be device related. The device reportedly operated as expected. The family denied autopsy and the device was not removed prior to burial.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that during implant there was a suction event with air in the operating room (or), which required going back on bypass. Overnight, the patient had some arrhythmias and seizures. A head computed tomography (CT) scan showed concern for posterior embolic stroke due to air emboli during the suction event in the or. The customer wanted log files assessed for rotor displacement. The patient was also having intermittent low flow alarms. The event log file captured low flow events with the flow hovering mainly around the 2.4 to 2.5 lpm range. Several times the low flow condition was sustained long enough to trigger the audible alarm. Pulsatility index (pi) values were low and non-variable in the 3-4 range. There was no rotor noise or instability flags noted in the log file. The patterns seen in the log file were consistent with the potential for an obstruction in the ventricular assist device circuit.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The low flow threshold was updated to 2.0 per the provider's request. The update was made on the patients primary controller due to patient instability and provider request.